Event description:
It was reported that the patient underwent surgery on (B)(4) 2009 because of a fracture of the left radius. The event was judged as device related and the patient was discharged from the hospital the next day.

Manufacturer narrative:
(B)(4).